Event description:
This is the same pt that was reported on medwatch #2028924-2007-00002. This report is for the first event on this pt. Physician reported that device was explanted and replaced approx 6 weeks after implantation due to displacement.

Manufacturer narrative:
Reviewed device history records. Device history file review revealed no assignable cause for the reported event. Product labeling warns of the possibility of displacement.